Event description:
Facility reported that during treatment the heparin line separated from the arterial mainline. The ebl to pt was 250cc. No intervention was required. The sample is not available for eval.